Manufacturer narrative:
Concomitant medical products product ID: 3889-28, lot# va0jyxy, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. Laboratory results were positive for klebsiella. The patient had back pain and an increase in frequency. Actions taken due to the infection included administering levaquin 500 mb every day and an unscheduled office visit. The event was related to the procedure and noted as resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted an "other etiology" of the patient's prior risk factor. No further complications were reported/anticipated.

Manufacturer narrative:
Review of the additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinical site reported the event was not related to the device, therapy or procedure.